Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision, dryness and edema. The iol was exchanged for another lens fifteen months following the initial implant procedure. The clinical reason for the explant was "poor refractive outcome."